Event description:
The bottom cushion of the patient support system has caused numerous open areas to residents. The seats are too hard. We have since gone back to the water gel mattress for the bottom cushions and are seeing healing. Notify rep of kline that we were having multiple skin problems and that we would no longer order the bottom cushions. The side cushions and back are working but some of the patients feel a little too tight. 5 out of 8 residents using the patient support system developed superficial open areasdevice labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was not destroyed/disposed of.